Event description:
It was reported that the patient went in for follow up and the device could not be interrogated. There was no change in rate with magnet application and the electrogram showed a paced rhythm. The device was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found. It was noted that there wire bonds that were loose/detached. Preliminary testing revealed no pacing output when device was programmed vvi 30 bpm unipolar mode. Testing on the automated functional testers revealed anomalous output conditions. The no output condition was the result of lifted hybrid bond wires. Analysis of the memory dump indicated that the wire bond lifts occurred after explant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.